Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected around the mouth with juvéderm volbella® xc. The patient was concomitantly treated with restylane and versa. Eleven months later, the patient was injected in the lips with juvéderm® ultra plus xc. During the injection, the patient experienced ¿immediate pain and discomfort¿ that is ongoing. Two weeks later, the patient was seen again and reported ¿biofilm and multiple inflammatory nodules¿ around the mouth and lips, along with "pain, swelling and erythema." That day, the area was massaged, and the patient was treated with an oral clindamycin. Two days later, the patient was treated with dc clindamycin, amoxil and bactrim ds. The next day, the patient was treated with hylenex and hyaluronidase. Prior to the treatment, "lumps" were noted on the lips. The event resolved the next day. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00500 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc.